Manufacturer narrative:
(B)(4). Batch # unk. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information received: the surgeon has been using slr since beginning of august to end of december. A fellow surgeon was firing the stapler. Towards the top of stomach, 2nd to last firing, the tissue started to move outward. Pulse firing technique was being used. Midway through the firing he stopped and asked if tube was still in patient. A gold reload was used to complete the sleeve. The surgeon thought the tissue may not have been on even plane. The movement started at the beginning of firing sequence. Cartridge selection- one gold and then blue the rest of way. Waits 15 seconds, pulse fires with anvil up. The account opens 4 slr¿s up front. Some repositioning of device takes place before firing. Case lasts approx. 1 hour. No over-stuffing of jaws. Articulation around 15-20 degrees. Does not wet buttress before firing. Rinse device in kidney basin and removes crotch staples if noticed. Crossing of staple lines varies- 15-25 degrees. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a sleeve gastrectomy procedure that the device mis-fired and staples did not form. The device was pushing the tissue out of the jaws as it was being fired. Surgeon over sewed the staple line. There were no adverse consequences for the patient.